Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced different glucose. The customer¿s blood glucose level was 427md/dl, 234 mg/dl, 75 mg/dl, 45 mg/dl to 55 mg/dl, 445 mg/dl. Customer also reported that keypad was unresponsive. The customer was treated with insulin pump. The customer declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self test and displacement accuracy test. The pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history screen. No delivery anomalies noted during testing. Also, all buttons functioning properly. No stuck button alarm noted. No damage to the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. (B)(4).